Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow up in clinic, episodes of noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced with physical manipulation of the patient. An rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating that the noise was suspected to be caused by non-confirmed lead fracture and that the right ventricular lead was successfully capped and replaced to resolve the event. The patient was in stable condition.